Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having sensor issues. The customer¿s blood glucose level was 45mg/dl at the time of incident. Notes do not mention if customer trouble shoot for low blood glucose. The customer was assisted with trouble shooting sensor calibration. The customer was advised to return sensor.